Event description:
It was reported through the research article ¿temporal analysis in outcomes of long-term mechanical circulatory support: retrospective study¿ that heartmate 3 (hm 3) may be associated with device thrombosis, bleeding, infection, driveline infections, neurological complications, right ventricular failure, and death. This single-center retrospective study evaluated two time intervals to reflect changes in ventricular assist device technology (period 1: 2007-2015; period 2: 2016-2022). 181 patients who underwent left ventricular assist device (lvad) implantation were evaluated. Device utilization was the following: heartmate ii=52 (76.4%) and heartware=16 (23.6%) in period 1 and heartmate ii=2(1.8%), heartmate 3=70 (61.9%), heartware=29 (25.7%), syncardia tah=10 (8.8%) and berlinheart excor=2 (1.8%) in period 2. The mean age (iqr) of all the patients was 53 years and 11.6% of all the patients were women. Results showed the incidence of pump thrombosis and gastrointestinal bleeding was higher in the first time period, but not significantly different, but bleeding complications were more prevalent in the first period. The incidence of any infections, driveline infections, neurological events, and right ventricular failure requiring short-term mechanical support were the same in both time intervals. However, mortality was significantly higher in the first period than in the second one. Out of the 113 patients evaluated in period 2, the following adverse events were reported: 5 patients experienced device thrombosis, 11 patients experienced any bleeding events, 0 patients experienced gastrointestinal bleeding, 45 patients experienced any infections, 27 patients experienced driveline infections, 19 patients experienced neurological complications, 12 patients experienced right ventricular assist device (rvad) implantation, and 32 patients died. Results showed survival was significantly higher during the second time period. Despite the higher risk profile of the patients and persistent challenges during the second period, there was a significant decrease in mortality and morbidity. The use of the heartmate 3 device may have contributed to this result.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as 01jan2022 as data was collected between 2007 and 2022. Ondrusek, m., et al. (2024). Temporal analysis in outcomes of long-term mechanical circulatory support: retrospective study. The thoracic and cardiovascular surgeon, 72(07), 521¿529. Https://doi.org/10.1055/s-0044-1782600 the reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infections could not be conclusively established. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local and driveline or pump pocket), bleeding, neurologic dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also lists infection and neurologic dysfunction as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Additionally, this section states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.